Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
Visual evaluation: device photograph(s) for the device related to the reported event of rupture was requested on (B)(6) 2024. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, opening assessed as unidentified (tear) and broken assessed as surgical damage. Shell thickness was within specification). As per the investigation procedure was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side rupture. The device has been explanted.